Manufacturer narrative:
Additional information: the istent and inserter were returned to glaukos and decontaminated prior to evaluation. The device was received with the stent re-grasped in the inserter. The inserter was visually inspected and met specifications. The stent was inspected microscopically and found to meet dimensional specifications for stent tip sharpness. Functional/performance testing was performed and the stent and inserter functioned as intended. (B)(4). Submitted to FDA on 09/23/2015.

Manufacturer narrative:
The explanted stent has been returned to glaukos and is in the process of being decontaminated. Once the device has been evaluated, the findings will be provided in a supplemental report. The device history records were reviewed for this manufacturing lot and there were no issues found that relate to the reported event. Stent dislocation is listed in the device labeling as an inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reports that the istent dislodged postoperatively. Secondary surgical intervention was performed to remove the dislodged stent and replace it with a new istent. The patient is doing well. Additional information has been requested.